Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, one of the leads was so damage wherein the physician could not plug the lead into the port of the ipg and they could not get contacts so it was out. The physician tried the stylet to put in to make sure the lead was not damage but did not work. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.